Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the mildly calcified and severely tortuous left femoral-femoral bypass. A 7.0x20x135 cm express¿ ld vascular stent was advanced but was unable to cross the proximal site of the lesion. The physician attempted to cross several times but the edge of the stent became lifted. The device was exchanged and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the mildly calcified and severely tortuous left femoral-femoral bypass. A 7.0x20x135 cm express¿ ld vascular stent was advanced but was unable to cross the proximal site of the lesion. The physician attempted to cross several times but the edge of the stent became lifted. The device was exchanged and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: received for analysis was the catheter with the stent crimped on the balloon. A visual examination of the crimped stent identified that the mid-section of the stent was slightly compressed. No other damage was noted along the entire stent. The stent and balloon did not appear to have been subjected to any positive pressure. The balloon was tightly folded and no issues existed with the balloon profile. No issues were noted with the profile of the tip. A guide wire was inserted through the tip and wire lumen with no resistance noted. The outer diameter of the shaft was measured to be within specification. No kinks were noted along the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).